Event description:
Pt sustained laceration to left medial elbow requiring multi layer closure with 4.0 vicryl suture. While placing second suture the needle detached from the suture and was retained in the soft tissue. The provider was unable remove the needle. X-ray confirmed foreign body/curved needle in wound requiring (B)(6) to be sent to the emergency room for ultrasound guided retrieval. The ER physician was unable to remove the needle and the pt was admitted to the operating room. The mini c-arm was used by the surgeon and the needle was located and removed. The wound was closed and pt was discharged home on (B)(6) 2015.

Event description:
Additional info received from reported on (B)(6) 2015: this is a supplemental report to the report submitted on (B)(6) 2015: pt sustained laceration to left medial elbow requiring multi-layer closure with 4.0 18" vicryl. While placing second suture the needle detached from vicryl and was retained in the soft tissue. It was noted that metal fragment appears to remain on vicryl. The provider was unable to remove the needle from the pt's wound. X-ray confirmed foreign body/curved needle in wound requiring the child being sent to the emergency room for ultrasound guided retrieval. The ER physician was unable to remove the needle and the pt was admitted to the operating room for surgical removal of the needle.